Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicative of shocking into an open circuit. The shock impedance measurements were observed to be greater than 125 ohms at the time of shock therapy. Review of device memory by boston scientific technical services confirmed the ICD had recorded code 1005 twice, one on (B)(6) 2025, and the other on (B)(6) 2025. Troubleshooting options were provided to the field and a revision procedure was suggested. The ICD remains in service and no adverse patient effects were reported.